Manufacturer narrative:
There was no user or patient injury with this event. A dealer service technician inspected the x-ray unit on-site. During the inspection it was noted that the top hole was drilled a little too big causing the top lag to break away. The results from the inspection indicates that improper installation contributed to the incident. The articulated arm assembly of the x-ray unit was damaged from the incident and the x-ray unit was repaired by the dealer service technician with an arm replacement.

Event description:
The hygienist went to position the tubehead to the patient and the x-ray unit broke loose from the wall.